Event description:
On november 11, 2006 the lay user/reporter (pt's mother) contacted lifescan alleging that the pt kept on getting "131 mg/dl" meter readings on her one touch ultra meter. The medical affairs specialist (mas) was unable to contact the reporter by telephone so a letter was sent on november 17, 2006 requesting the reporter to contact lifescan. The reporter stated that, the pt kept on getting "131 mg/dl" meter reading for an unspecified time period. On november 11, 2006, the pt had symptoms of shaking and administered self-care with food/drink after the use of the meter. The reporter was unable/unwilling to report if the pt attempted to test before or during the symptoms. The reporter did not report any add'l blood glucose results, medical attention or treatment. The customer care advocate (cca) educated the reporter on proper testing technique and the pt was able to obtain a successful meter reading of "98 mg/dl" on her meter. It would be helpful to obtain the following: how long the pt was getting the "131 mg/dl" meter reading, the pt's testing frequency, the pt's diabetes medication regimen, if the pt attempted to test before and during her reported symptoms of shaking, if the food/drink relieved her symptoms of shaking, and if the pt has any other health conditions. Based on the provided info, the pt was obtaining meter readings of "131 mg/dl" for an unspecified time period. Around the same time, the pt developed symptoms of shaking and had to administer self-care with food/drink. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.